Manufacturer narrative:
Date of event estimated. Correction - section e - physician information corrected. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Correction-b5. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name:slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7455659.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the l5 lead. As a result, the patient was experiencing ineffective therapy. It was also reported that the patient had fallen previously. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.